Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the anvil attached to the instrument with a donut, and unformed staples on the cut ring. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks to the knife blade. The anvil of the instrument was observed to be separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Engineering inspected the anvil and noted staple pockets without staple strikes. Engineering reviewed the returned staples, and based off the damage seen in the images provided by rpa the knife of the unit cut one of the staples. If the unit is fully closed and then partially fired, the staples will advance out of the staple guide and be loose. If the twist knob is then turned open and the unit moved, the staples can shift and not align properly with the anvil. It was reported that there was a poor staple formation, the donut was incomplete, and the staple line incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Theses issues may occur if the instrument handle compression is not completed and then turning the twist knob and moving the unit. It was also reported that there was a difficulty withdrawing the circular stapler out of the patient's body. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. When firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemorrhoidectomy, after the stapler was fired on the hemorrhoid tissue, there was poor staple formation. Additionally, the staple line and donut were incomplete. There was also difficulty withdrawing the circular stapler out of the patient's body, even when the stapler was fully squeezed. The patient had a blood loss of more than 500 cc. The surgeon used a monopolar device to stop the bleeding and also used manual suturing. The procedure time was also extended by more than 30 minutes. The patient was then transferred to a high dependency unit due to severe pain, and hospitalization was extended for three days.